Event description:
A mayfield skull clamp was involved in a slippage during a pt procedure. A pt laceration occurred as a result of the event. Add'l critical info has been requested from the reporting facility.

Manufacturer narrative:
The device involved in the incident is expected to be received for eval. An investigation has been initiated based upon the reported info.